Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 35 (a broken force sensor was detected during seating or regular delivery), the location of the damage at the rear part of the pump and the pump stopped working. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed, explained that the pump performs safety checks, and an error was found. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. No product return is required for mmt-1781k.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered on with critical pump error (open book). Unable to complete download using thus software due to corrupted history files. Therefore, unable to confirm pump error 35. Unable to verify software version due to persistent critical pump error (open book) and corrupted history files. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was noted on motor force sensor gold traces and electronic assembly, leading to the critical pump error (open book image) alarm. Isolate to electronic assembly. The following cosmetic damages were noted: cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, cracked case, stained keypad overlay, keypad overlay texture damage, missing display window/cover, scratched case, and pillowing keypad overlay. In conclusion, unable to confirm customer's allegations with critical pump error 35 due to corrupted history files preventing successful download of the unit. However, customer's allegations of critical pump error (open book) were confirmed when the unit came in with critical pump error (open book) alarm caused by moisture damage on electronic assembly. Isolate to electronic assembly. Additionally, customer allegations with crack in the rear of pump were confirmed when cracked case (battery tube) and battery tube threads - cracked were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.